Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stopped worked. The field service engineer (fse) identified that the fault originated in the seven-drawer auxiliary unit. Isolation testing indicated issues with auxiliary drawers 1.1 and 1.2. Upon inspection, aluminum foil debris was found in the back, touching the controller board area. The debris was removed, and the pyxibus cable was rerouted straight over the drawer to prevent wear from angled routing. After reassembly, the station was restarted, and all drawers in both the main and auxiliary chassis were confirmed to open and close properly, with all pockets registering on the bus. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unit had crashed, failed to work and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.